Event description:
Information was received from a manufacturer representative on (B)(6) regarding an patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump for spinal pain. It was reported that the representative had an infection event to report. Additional information was received from a healthcare professional (hcp) via a manufactures representative (rep). It was reported that the infection occurred on (B)(6) 2017. There was no device issue, the patient got a systemic infection. The source could not be concluded. The pump was removed but not replaced. As an action/intervention taken to resolve the infection, in patient antibiotics were used. The infection had been resolved. No further complications were expected or anticipated. Additional information was received from a manufacturer's representative (rep). It was reported that that the patient reported as an inpatient to the hospital on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the date on which the pump was removed but not replaced was 2017-(B)(6) the explanted pump was disposed of and would not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2018-mar-22 indicated the patient was receiving dilaudid with an unknown dose and concentration. No further information was reported/anticipated.